Event description:
It was reported that the wired footswitch kept sticking and there was continuous activation of the console. It was further reported that swapping out the footswitch with other footswitches did not correct the issue.

Manufacturer narrative:
Additional information will be provided once the investigation is completed. Footswitches with (B)(4) were also implicated in this event.